Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a lead impedance out of range alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The 34166 of 35138 lifetime v-sic are recorded beginning (B)(6) 2014. Lia triggered on (B)(6) 2014 due to meeting the requirements for non-sustained episodes and v-sic. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum v-pace impedance rises from 627 ohm on (B)(6) 2014 to greater than 4000 ohm on (B)(6) 2014. There are 15 non-sustained episodes and 7 ventricular fibrillation events of less than 220 milliseconds (ms) v-v cycle recorded between (b)() 2009 and (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of the right ventricular (rv) lead. The pace/sense coil was capped and replaced and the high voltage coils remain in use. No further patient complications have been reported as a result of this event.